Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a pinnacle mom hip replacement. Patient began experiencing numbness in his feet. Surgeon tested for metal ion levels and stated one was elevated while the other was in normal ranges. The decision was made to do a head liner exchange from mom to ceramic on poly. A head was removed along with pinnacle mom liner. Surgeon replaced with a ceramic and a liner uneventfully. No patient harm was noted during the procedure. There was no surgical delay. Doi- unknown; dor- (B)(6) 2022; affected side- left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Available xray evidence was reviewed. Based in attached photographic evidence, it cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.